Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
He reporter indicated that a 13.2mm, vticm5_13.2, -6.5/1.0/079 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019.low vault was observed, the lens remains implanted. Reportedly, lens replacement is planned. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -6.50/1.0/079 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on 14/jun/2019. The lens was exchanged with a longer length lens due to low vault on 20/may/2021. This resolved the problem. Cause of the event is reported as unknown. Reportedly, "patient is happy." Claim#: (B)(4).

Manufacturer narrative:
D6b explant: (B)(6) 2021. Claim # (B)(4).